Manufacturer narrative:
It was reported that the ventilator alarmed for low o2 concentration in high flow therapy (hft). Our field service engineer (fse) investigated the ventilator on site. The o2 sensor was found defective and replaced. After replacement, the ventilator passed all functional and safety tests was cleared for clinical use. No device logs were received and no part was returned for further investigation, therefore the root cause for the reported issue could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Device related data quality updates only: d1 - brand name: previous brand name: servo-u, corrected brand name: base unit servo-u. D4 - version or model #: previous version or model #: servo-u, corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 - manufacture date: previous manufacture date: 02/05/2016, corrected manufacture date: 02/03/2016.

Event description:
It was reported that the ventilator generated an alarm indicating a low o2 concentration in high flow mode. There was no patient harm. Manufacturer's ref. #: (B)(4).